Event description:
The device was applied during a laparoscopic hernia procedure. Reportedly, pneumoperiteneum leaked from the seal. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.